Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the mesh during a transabdominal pre-peritoneal procedure, the rubber packing at the insertion port fell along with the mesh into the patient cavity. There was no breakage with the packing itself, and it could be retrieved without problem because it was with a visible size. They used another device to complete the case. There was no patient injury.